Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for eval. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a follow up medwatch. During the review of the mfg records for the reported lot of disposable laser fibers it was observed that the manufactured lots meet all device specs and quality requirements. A review of the hardware service records for the complainant¿s vcure1470 laser generator (serial number (B)(4)) used during the procedure was successfully completed with the reported defective disposable device and the complaint¿s laser generator unit. The instructions for use, which is supplied with this catalog number, list pts with deep vein thrombosis (dvt) as a contraindications. Complaint (B)(4).

Event description:
A female pt of unk age for an endovenous laser treatment of the great saphenous vein. The treatment was successfully completed with the device and no complications were noted. The user noted that the pt developed a clot that became stuck to the tunica intima of the great saphenous vein and the clot has stopped advancing. The pt received levoux to treat the clot and to prevent it from migrating in deep system.